Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 4.0 mmol/l at the time of the report. The customer's nurse did not think the basal rates were programmed in the insulin pump. The customer's nurse was advised to consult the customer's doctor to program the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.